Event description:
Reporting status: malfunction. Reporting rationale: shaft separation/dislodged stent has previously caused or contributed to pt injury. Device issue: shaft separation/dislodged stent. It was reported that a long sheath was used, as anatomy was tortuous. There was resistance felt inside the sheath near the groin, and it was difficult getting a guiding catheter into position because torque was lost at the groin. The physician managed to balloon the lesion which was in a calcified and mildly tortuous circumflex (cx). The balloon passed and dilated the lesion without a problem. A vision 3.0 x 15 was used first, but the physician struggled to reach the lesion and the shaft eventually snapped. The separated shaft required no medical intervention. The physician was able to retrieve the proximal part of the catheter without medical intervention as the shaft broke outside the body. The physician said, he was battling against resistance in the sheath and loss of torque and he had to exert a lot of push on the stent delivery system (sds). A second vision (3.0 x 12) was tried and again there was trouble accessing the lesion. Once the shaft kinked, it was removed and replaced with another company's stent. This also failed to cross, but did not kink. There were no pt effects. Analysis of the returned device also revealed a dislodged stent.

Manufacturer narrative:
(B)(4). Results: product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: qa analysis revealed that the sds was returned with blood in the guide wire lumen. There was contrast in the inflation lumen. The stent implant was dislodged from the balloon and not returned. There were crimp marks on the balloon in between the markers. The balloon was tightly folded. The hypotube was separated 19 cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating. The hypotube jacket was separated at the same location. The material at the separation was stretched and jagged. There were multiple kinks in the hypotube distal to the strain relief tubing. There were multiple bends in the hypotube distal to the separation. There were no kinks or damage noted to the inner member or tip. There was no other damage noted to the sds. The protective sheath was not returned. The tip seal length was measured and met mfg criteria. The tip seal length was 1 mm. The returned sds was advanced and retracted through a new 6f guiding catheter with no resistance noted. Product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion.